Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during the heat up cycle of an hta procedure, a fluid loss alarm sounded. The physician thought that the rate of loss was acceptable, and continued the procedure. Then he realized that fluid was coming back out of cervix and before the machine had a chance to alarm again told the nurse to push the stop button twice to abort the procedure. The patient received quarter size superficial vaginal burn (degree unknown). The patient was treated with estrogen cream because she is allergic to silvadene cream. A full recovery was expected. It is uncertain whether a tenaculum stabilizer was used.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.